Event description:
Caller reported alarm 01 and confirmed the issue through the pump's history for documentation purposes. There was no adverse impact to the customer¿s blood glucose level. After the event, the caller replaced the cartridge to ensure continued insulin delivery.